Manufacturer narrative:
(B)(4).

Event description:
The manufacturing representative reported that the patient was complaining that their device was talking to them and carrying on conversations with them and the voices were too loud. The cause of the patient hearing the device talk to them was not determined and no interventions had been planned. The physician's office explained to the patient that this was not possible. The physician evaluated the device and determined that no verbal communication was coming out of the device. The patient also noted that the battery was making her fall. The physician had the device turned off and the patient continued to fall with the stimulation turned off. The patient current had the therapy turned on. The physician had determined 100% that the fall was unrelated to the patient's therapy. There was no issue with therapy or impedances and the device function checked out fine. The patient was receiving therapy. Indications for use include spinal pain. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Correction: ¿outcome attributed to adverse event ¿ other¿ no longer applies. Correction: the initial reporter information was updated to reflect the patient¿s contact information. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 13-may-2016 regarding whether the patient¿s cognitive abilities had changed since implant. It was reviewed that cognitive abilities referred to the patient¿s the ability to remember instructions on charging and performing operations; the manufacturer representative reported that the patient¿s cognitive abilities had not changed. The patient was having psychiatric issues. The psychiatric issues were discussed with the healthcare professional; they were in no way related to the stimulator. In addition, the manufacturer representative stated that it was unknown whether the patient had home issues, medication issues, etc.; the healthcare professional felt that these issues were psychiatric in nature, not device related.